Manufacturer narrative:
The reference c21640 has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with fibrinous anterior uveitis. There is very limited information available at this time. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation ofthe event. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. Rayner has set its own limits for bioburden as there is no standard that prescribes acceptable limits. A review of records confirms that the rayone aspheric rao600c batch 071173161 endotoxin and bioburden results met specification criteria therefore making a rayner microbiological issue for fibrinous anterior uveitis extremely unlikely. A review of existing vigilance data confirms this is an isolated event. No other incidents, of any type, have been receieved against the rayone aspheric rao600c batch 071173161.

Event description:
On 21st september 2021, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient presented with fibrinous anterior uveitis.